Manufacturer narrative:
Updated device analysis due to device return: an event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photos were received from the field and the image appears to show the device deformity (cobra shape). However, it could not be confirmed as there was no shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, photos were received from the field and the photos appeared to show the cobra deformation of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment, and a 7f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was selected for an implant using a 7f amplatzer torqvue delivery system. During the procedure the device had a cobra effect in the deployment of the left disc. Device was removed from the patient prior to release from the delivery cable. The device was checked in clean water and its cobra shape did not improve. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a new 9mm amplatzer septal occluder that completed the procedure successfully. The patient stable.